Manufacturer narrative:
This event occurred in (B)(6). The provided calibration signals were slightly lower than the average. There was no indication of a performance issue for the reagent or the instrument. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results cobas e 411 immunoassay analyzer. The initial result was > 10,000 "mui / m". The repeat result, with a 1:100 dilution, was 580.6 "miu / m", and was not believed to be correct. A repeat dilution with a 1:100 dilution, was performed with a result of 54,604 "miu / m". The repeat result of 54,604 "miu / m" was reported outside of the laboratory. The reagent, used during testing, was lot: 430912 expiration date: 28-feb-2021 .